Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that the wearable was overheating. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. An attempt to pair the device with the nordic bluetooth was performed and failed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.